Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that she had issues with bent cannulas. The customer stated that he uses IV prep for the sites. The customer had blood glucose of lower than 55 mg/dl because he was crashing due to being set and working in the code. The customer's current blood glucose was 147-150 mg/dl. The customer declined to troubleshoot for high readings. The product was not returned for analysis.